Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced bradycardia and thought their implantable pulse generator (ipg) was no longer working. It was further reported that the ipg had reached elective replacement indicator (eri). It was also reported that the implantable pulse generator (ipg) falsely alerted for high undefined impedance on a right ventricular (rv) lead when the patient does not have an active rv lead. The ipg was explanted and replaced. No further patient complications have been reported as a result of this event.